Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support (cts) and it was discovered that the customer was reusing their insulin. Cts encouraged customer not to reuse insulin as it may be adding to the occlusion alert issue. The pump was replaced to resolve the issue. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.